Manufacturer narrative:
A visual exam of the returned strips revealed the appearance of extreme deterioration; the reagent appeared to be dissolved. Control readings gave e11, lo and one low out of spec reading. Blood testing with the strips gave e11, e2 and 2 readings that were low out of spec. E11 indicates exposure to moisture or high temperature. E2 indicates sample flow interruption.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 15mg/dl on the contour , was retested at the doctor's office and the reading was 149mg/dl the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation.